Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery. The first 2 graftmaster covered stents, both 2.8x16mm, were the correct sizes implanted but failed to seal the perforation due to the perforation being larger than anticipated. A third and fourth graftmaster covered stent of the same size, 3.5x16mm, which were larger since a smaller size was not available in the lab were also implanted, however, still failed to seal exacerbating the existing perforation. The perforation was ultimately sealed by reversing the anti-coagulation meds in order for thrombus formation to form from the distal left main (lm) to the lcx . There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: intentional thrombus formation after balloon inserted in distal lm-proximal lcx and inflated to tamponade the cx vessel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional 3.5x16mm graftmaster device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery. The first 2 graftmaster covered stents, both 2.8x16mm, were the correct sizes implanted but failed to seal the perforation due to the perforation being larger than anticipated. A third and fourth graftmaster covered stent of the same size, 3.5x16mm, which were larger since a smaller size was not available in the lab were also implanted, however, still failed to seal exacerbating the existing perforation. The perforation was ultimately sealed by reversing the anti-coagulation meds in order for thrombus formation to form from the distal left main (lm) to the lcx . There was no clinically significant delay in the procedure. No additional information was provided.